Manufacturer narrative:
Qn#(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The actual sample was not returned for evaluation; therefore, ten representative samples were taken from current production. Air was injected into the cuffs and no issues were observed. The cuffs were also immersed in water and no air bubbles were detected. Based on the investigation performed, the reported complaint could not be confirmed. The actual sample was not returned for evaluation. The samples taken from current production were found to meet specification.

Event description:
The customer alleges that after selective intubation, the balloon was pierced. Re-intubation was performed. The leak was checked via bronchoscopy. Clinical consequence: traumatic re-intubation under guide.

Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that after selective intubation, the balloon was pierced. Re-intubation was performed. The leak was checked via bronchoscopy. Clinical consequence: traumatic re-intubation under guide.